Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that from a physician that suspected a device to have declared elective replacement indicator (eri) quickly. The physician did not provide any patient or device identifying information. There were no adverse patient effects reported.